Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented an inflation problem, during explant surgery it was discovered a fluid loss due to the tubing from the reservoir was disconnected, resulting from wear and tear over the years, the tubing appeared to be stretched. The ipp was explanted and replaced. There were no patient complications reported.